Manufacturer narrative:
Additional patient ID (B)(6). This report is for two (2) unknown rods. Part#, lot# and UDI # is not available. Unknown rod on the right was removed on (B)(6) 2017. Unknown rod on the left only had broken part removed on (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown rods. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a t10-ilium posterior fusion with synthes universal spinal system (uss) on (B)(6) 2009. At an unknown point in time, the patient broke both rods bilaterally just cranial to the iliac screws. The surgeon said that the patient has a nonunion at l5-s1 which was verified intraoperative on (B)(6) 2017. It is unknown how the broken rods were discovered and if the patient had pain. It is unknown about the patient activity and it there were any contributing factors that lead to the failure of the device. On (B)(6) 2017, the surgeon performed the revision to address the broken rods and nonunion. On the right side, the surgeon removed the l3, l4, and l5 uss screws and replaced them with larger diameter sizes (unknown sizes that came out and went back in). There were no screws placed in the patient bilaterally at s1. The surgeon then cut the existing right rod in situ cranial to the l3 screw. All fragments were retrieved. He placed a titanium parallel connector on the existing right rod and placed a new rod in the other hole of the parallel connector that ran caudally. He then connected the screws caudal to the parallel connector to the rod and final tightened the right sided construct. On the left side, there was already a parallel connector at around l2 that connected a rod above that level to a separate rod below that level. The length of the caudal rod on the left was long enough for dr. Bransford to slide it caudally (after he had removed the broken part of this rod from the iliac screw - broken part was very short) to place into the iliac screw. He then simply final tightened the left side after he connected the rod to the iliac screw. All fragments were retrieved. He then successfully completed the procedure. There was no surgical delay. The patient outcome was reported as stable. Concomitant devices reported: uss screws-unknown sizes (part# 498.xxx, lot# unknown, quantity 3); uss collars (part# 498.011, lot# unknown, quantity 4); uss nuts (part# 498.003, lot# unknown, quantity 4). This report is for two (2) unknown rods. This is report 1 of 1 for (B)(4).